Event description:
Healthcare professional reported capsular contracture, baker grade iii and late seroma. This record relates to right side. The device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and late seroma. This record relates to right side. The device has been discarded.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "capsular contracture baker iii and late seroma" confirmed via ultrasound. This record relates to right side. Device was explanted.